Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in israel. It was reported that patient faced an infusion set was broke during insertion. Infusion set cannula/needle break event was reported by patient on (B)(6) 2024. The site of insertion was belly. The infusion set was in use for 2 minutes. No further information available.